Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and on the archive data review. The root cause for ua7 was due to defective load cell 2. The cracked bottom enclosure and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, cracked bottom enclosure was observed likely due to user mishandling such as a drop. In addition, bent battery lock was observed. Probable root cause could be due to mishandling or wear and tear. This observation was not related to the reported complaint. The autopulse platform is manufactured in 29 december 2014 and is 5 years old. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on. The archive data review showed occurrence of multiple ua07 error message on the reported complaint date. The load sensing system has detected a weight/load imbalance between the two load cells. Load cell 2 needs to be replaced to address the ua07 error. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.